Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi, high, and erratic blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 105-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 214 and 127mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 09/30/2021 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi, high, and erratic blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 105-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 214 and 127mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 09/30/2021 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history. Result 1: 193mg/dl date: (B)(6) 2019 time: 9:48pm fasting , result 2: 230mg/dl date: (B)(6) 2019 time: 1:20pm fasting, result 3: 309mg/dl date: (B)(6) 2019 time: 11:20pm fasting, result 4: 267mg/dl date: (B)(6) 2019 time: 10:49pm fasting, result 5: hi date: (B)(6) 2019time: 10:38 am fasting.